Manufacturer narrative:
The insulin pump had intermittent motor error alarm during rewind due to corroded motor home switch. It was unable to confirm the motor position encoder error alarm in the alarm history due to overwritten history files. It also had a broken reservoir tube lip and scratched display window. The device passed the displacement test.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm during rewind. The customer stated that the device shut down and reset itself. The customer also found a motor position encoder error alarm in the alarm history. The blood glucose at the time of the incident was 126 mg/dl. He stated that the device went through a metal detector. Troubleshooting was not able to resolve the issue. The device was returned for analysis.